Event description:
During routine testing of the device at the service center, the user reported that the heater cooler took a long time to heat up. Since the event occurred during routine testing, there was no patient involvement during this event.